Manufacturer narrative:
(B)(4). The device was received and evaluated. The device passed both the homechoice return instrument test / evaluation (rite) electrical test and the rite functional test. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. Review of the device's previous service record revealed no issues that may have contributed to the iipv in the logs. The assignable cause of the iipv found in the device logs was determined to be: insufficient drain-use error; tidal uf removal set too low (0ml). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during cycle 7, drain volume 1632ml. This event meets overfill criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.